Event description:
Telemetry confirmed a critical alarm was occurring due to safe state; reset occurred ¿ low battery. According to the logs, the pump was last updated on (B)(6) 2014, eri occurred on (B)(6) 2014 and low battery reset occurred on (B)(6) 2014. The patient experienced a change in therapy effect and was admitted to the hospital due to increased spasticity and severe pain. The device system was used to deliver baclofen. It was later reported that the patient also experienced withdrawal. It was later reported that the patient experienced severe spasticity and extreme irritability. There was no known electromagnetic interference and no MRI (magnetic resonance imaging). The pump was replaced. The device system was used to deliver lioresal.

Manufacturer narrative:
Analysis of the pump found the pump battery with high resistance.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that patient was doing well. The pump was explanted on (B)(6) 2014.